Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpendient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. No problems were reported during deployment of the stent graft or iliac limb. There was a distal endoleak that was resolved by placement of an aortic cuff in the right common iliac artery. There was also a moderate proximal endoleak that could not be resolved with balloon dilatation; therefore the decision was made to convert the patient to open surgical aneurysm repair. During the procedure, the stent graft was reported to be intact and correctly placed; however, it was reported that there was a bulge in the posterior portion of the aortic neck that was not apparent preoperatively. No clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft has been received by medtronic ave and its analysis is pending.